Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and this defibrillation lead exhibited out of range (high) shock impedances during the implant procedure. The lead was removed from the header, clean and reseated and measurements returned to normal. At the follow up appointment, one month post implant, impedance measurements were again out of range (high). The pocket was opened and the lead was again removed from the header, cleaned and reseated and impedances returned to normal however shortly thereafter impedances were out of range. The device and lead were explanted and returned for analysis.